Event description:
Health professional reported a lap-band port leak. "Laparoscopic examination of band showed a break in the silicone tubing, very close to the balloon area at seam. Physician performed a "explant of lap-band. Suspected of leak and a port change only, however visually there was a leak with band." It was noted that there were "2x cracks" on the tubing. And a "port infection." The "band was explanted with possible replacement at a future date."

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. The reporter indicated the device will not be returned. Therefore no analysis or testing has been done. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(6) of subjects included: incisional infection, infection, fever, abnormal healing and wound infection."